Event description:
It was reported that when releasing the compression up the machine would move downward. No injury reported. A field engineer was dispatched to the site and determined the foot pedal connection was loose. The foot pedal pins were realigned and cleaned allowing for the proper connection to be made. Once this was completed the system was working as intended.